Event description:
Event as described by complainant: customer says they were in a code and tried intubating a peds patient, and went through 3-4 handles that were not working during the emergent intubation incident. There was no detectable patient harm.